Event description:
The device has been followed routinely since implant. Today, the device was observed to be in back up mode. It was successfully reset. The pt stated that she is routinely around computers; but this is not new. She stated that the only thing new is a baby monitor.